Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported by the customer that an "error 80" showed on his defibrillator. There was no report of patient involvement.